Event description:
The customer reported that falsely low free light chains, type kappa (flc kappa), results were obtained on a patient sample using a 1:100 sample dilution on a bn ii system using n latex flc kappa reagent. The sample was repeated for flc kappa using a 1:400 dilution and the results recovered higher but still falsely low. The sample was then repeated for flc kappa using a 1:2000 dilution and the results recovered higher. The first 1:2000 result was reported as the correct result to the physician(s). The sample was repeated for flc kappa one additional time using a 1:8000 dilution but a specific numeric result was not generated. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens remote support center to report falsely depressed free light chain, type kappa (flc kappa) patient results that were obtained on a bn ii system using n latex flc kappa reagent. Per the intended use section of the n latex flc kappa instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. The n latex flc kappa reagent is marked in the united states under siemens material number 10873629. The 510(k) number documented in section g4 is for this product.

Manufacturer narrative:
Siemens filed the initial MDR on 04-nov-2024. Siemens evaluated this issue and provided the following conclusion: based on the analysis of the information provided, the probable cause of discordant flc kappa results tested with n latex flc kappa lot 473284b in multiple dilutions on the bn ii could not be identified. Elevated monoclonal immunoglobulin concentrations for the affected patient sample cannot be excluded due to the information provided. However, that potential cause could not finally be clarified through siemens' analysis. No other discordant results were obtained for method free light chain kappa (flc_k) and no issue with the assay or system could be identified. These observations suggest a single event for one single patient sample which cannot finally be clarified due to lack of information. The issue was resolved by routine troubleshooting and the customer is operational. Bn ii n latex flc kappa lot 473284b is performing as intended. A product problem has not been identified. No further evaluation of the device is required. In section h6, investigation findings and investigation conclusion codes were updated.